Event description:
This is filed to report patient death. It was reported through the pmcf (post-market clinical follow-up) report, that abbott obtained data from real-world data across united states (us). Data obtained were collected for procedures performed between january 2022 to december 2022. Two-year endpoint rates were captured. Adverse patient effects for the xact stent include death, myocardial infarction, stroke, restenosis and transient ischemic attack, with treatment including hospitalization and carotid artery re-stenting.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the xact carotid stent system information as an adverse event potentially associated with carotid stents and embolic protection systems. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2 - date of death: estimated b3 - date of event: estimated d4 - primary UDI number: the UDI number is not known as the part and lot number were not provided. D6a - implant date: estimated the additional patient effects reported in the pmcf are captured under a separate medwatch report. Literature attachment: article, titled "post market clinical follow-up evaluation report carotid stent and embolic protection systems".